Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No data was provided for investigation. However, the transmitter was provided by the patient, but does not reflect the product at fault. The reported loss of connection could not be confirmed. A root cause could not be determined.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. Voltage testing was performed and passed. No data log available for review. Bin file review was performed and confirmed the reported event of loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction b6: relevant tests/laboratory data - correction to remove h2: correction/additional information h6: event problem and evaluation codes - additional h6: event problem and evaluation codes - result codes - correction to remove 3221 h6: event problem and evaluation codes - conclusion codes - correction to remove 94.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on fri sep 01 19:48:33 edt 2017 with 3004753838-2017-60337. The ack3 was received on fri sep 01 19:48:33 edt 2017 with coreid: (B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a nordic bluetooth device and passed. A review of the downloaded receiver log did not confirm the reported event of loss of connection was undterminded.. A root cause could not be determined.